Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to competitive atrial and ventricular pacing was observed. Review of egm showed intermittent undersensing. Programming changes were made. The device remains implanted. There were no complication to the patient.